Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable drug infusion device. The drug being delivered was fentanyl. ¿it was set at 46 then states 120 mcg.¿ the reason for use was spinal pain. It was reported that because the doctor was not sure how much medication was actually getting to the spine, they turned down the pump flow and while the patient was at the hospital he went through withdrawals. The patient stated that he ¿suffered terrible that night and was so bad he had a dnr.¿ it was reported that this issue occurred in 2002. The pump was replaced ¿due to normal battery depletion.¿ there were no further complications reported/anticipated.